Manufacturer narrative:
(B)(4). The exact age of the patient is unknown, however, it was reported the patient was over 18 years. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation endometrial ablation system was used in a hydrothermablation (hta) procedure performed on (B)(6) 2016. According to the complainant, during set up, the machine skipped a couple of steps and went right to ablation phase. The procedure was successfully completed using the same console and a second procedure set. There were no patient complications reported as a result of this event. The patient condition was reported to be "fine."